Event description:
Reportable based on device analysis of related MDR completed on (B)(4) 2013. Same case as MDR ID 2134265-2013-09318. It was reported that the burr became stuck on the guidewire. The target lesion was unknown. A 1.75 mm rotalink burr and a rotawire were selected to treat the unspecified target lesion. During the procedure, the rotawire became stuck in the rotalink burr, outside of the patients body. There were no patient complications reported and the patients condition is fine. However, device analysis of the rotalink burr revealed the guidewire was fractured.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that one section of the wire was received loaded in the rota burr. The wire was removed without resistance from the rotaburr and presented: kinks along the body and the distal end fractured at 327.6cm approx. From the proximal end. Moreover, the spring tip was not returned. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab). The wire sample presented evidence of bending fatigue with a slight torsional moment as mode of wire failure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis of related MDR completed on 05dec2013. Same case as MDR ID 2134265-2013-09318. It was reported that the burr became stuck on the guidewire. The target lesion was unknown. A 1.75mm rotalink burr and a rotawire were selected to treat the unspecified target lesion. During the procedure, the rotawire became stuck in the rotalink burr, outside of the patients body. There were no patient complications reported and the patients condition is fine. However, device analysis of the rotalink burr revealed the guidewire was fractured.